Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button cover and slug were missing/detached. Investigation also revealed that the display screen was dim and faded. Additionally, investigation revealed that a component on the printed circuit board was defective. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s alarm history showed that multiple call service alarms were recorded. Visual inspection revealed that the audio bolus button cover and slug were missing/detached. During testing, the pump emitted multiple call service alarms. The display screen was found to be dim and faded. A component of the printed circuit board was found to be defective and was causing the pump to emit call service alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).